Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient mentioned they couldn't turn on the communicator. The patient stated they tried different charger, wall outlet but they still couldn't turn it on. The patient wanted to turn down the stimulation yesterday because they felt shocking sensation. During the call patient pressed and hold the power button of the communicator and saw it started flashing light. Patient closed all apps and opened mystim rc app then tried to connect. The patient was successfully connected. The troubleshooting steps that were taken on the call resolved the issue.